Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a papillary dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.